Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter where foreign material was observed on the usable length of the catheter. While the physician was flushing the catheter before inserting it into the sheath, he saw a small part of a plastic-like structure hanging loosely at the tip of the catheter between the electrodes. He had the impression that after flushing and rinsing the catheter thoroughly it was removed but did not want to use this catheter for the procedure. Procedure was successfully completed with a new catheter. No patient consequence was reported. Device evaluation details: the device was visually inspected, and it was found in good conditions. No was found a particle of a plastic on dome or foreign material inside. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter where foreign material was observed on the usable length of the catheter. While the physician was flushing the catheter before inserting it into the sheath, he saw a small part of a plastic-like structure hanging loosely at the tip of the catheter between the electrodes. He had the impression that after flushing and rinsing the catheter thoroughly it was removed but did not want to use this catheter for the procedure. Procedure was successfully completed with a new catheter. No patient consequence was reported. A small (maybe 0.5x0.5mm) white or slightly brownish plastic-like structure was hanging loosely at the tip of the catheter between the electrodes. By continuously flushing the catheter, it went away eventually. The customer was not able to provide more information about the origin or appearance of the foreign material. The foreign material on the tip of the catheter was assessed as an MDR reportable issue.